Event description:
After opening the vistec x-ray detectable sponges, the nurse found the raytec sticking to the container and there was something embedded in the top gauze. The nurse was unable to make out what it was, but if the gauze had not been leaning past the container, it could have been missed.